Event description:
A medtronic representative reported a navigation system surgeon monitor that when plugged into the system, immediately emitted a burning odor and the surgeon monitor went to a black status. In trouble-shooting, the medtronic representative plugged the navigation system into a different outlet, however, there was no change, black status remained. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement surgeon monitor shipped to site 06/02/2015. Medtronic investigation of suspect surgeon monitor, returned on (B)(4) 2015, finds that this unit has light odor of overheated component. Upon disassembly, the main input (B)(4) was found to have a damaged/overheated/burned capacitor ((B)(4)). Display is not functional. Electrical failure. Burned/failed cap. Return requested. Replacement surgeon lcd cable shipped to site (B)(4) 2015. Replacement surgeon lcd cable returned to manufacturer on (B)(4) 2015, unused. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, software and instrument areas passed. Hardware failed. Surgeon monitor went black. Replaced monitor first and discovered it was not the monitor and cord. Sent monitor and cord back. No further issues have been reported.

Manufacturer narrative:
The confirmed monitor failure will be trended and monitored in a medtronic hardware anomaly tracking database. Replacing the monitor on the system resolved the issue.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿